Manufacturer narrative:
Conclusion: according to the information received by the user, the case side part is broken. During the repair process of the rondo 2 audio processor, a leaking battery was detected. Due to the damaged device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
The device was received at 24apr2024 at hq. According to the repair request form the housing was broken. Reportedly, the device was dropped, causing it to fall to the floor and break directly. Preliminary device investigation revealed a broken housing and leaking battery. The user did not come into direct contact or was harmed by it.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at 24apr2024 at hq. According to the repair request form the housing was broken. Preliminary device investigation revealed a broken housing and leaking battery.